Event description:
It was reported that this left ventricular (lv) lead was experiencing pacing impedance high out of range at implant. Connections were checked. The sensing and threshold measurements remain stable. Technical services (ts) was consulted and noted a small drop in impedance but still out of range. The lead remains in service. No adverse patient effects were reported.